Event description:
After a fall, the patient developed a seroma with blister formation and fluid accumulation at the ipg site and presented to the physician with wound dehiscence. Physician brought the patient into the or, placed the patient in IV antibiotics preoperatively, irrigated the ipg pocket with antibiotic solution, closed the incision, and used wound vac to assist with wound healing. Patient was admitted overnight for observation and continued on IV antibiotics postoperatively. Upon discharge, antibiotics were prescribed.